Event description:
In 2009, the pt reported that with his previous lot of insulin sets, his headset kept "popping out" of his site and forming an insulin paste at the end of the cannula. He stated because of this, he could only use the headset for 1.5 days before it came out. He said the "other day", his blood glucose reading was in the 300's mg/dl and he was not feeling well, and he discovered the cannula had come out of his body. He treated his reading by injecting insulin via syringe. He is currently using a new lot and states that everything is working properly with the new box of infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.